Event description:
It was reported that the customer had high blood glucose levels of 400 mg/dl. The customer reported that the insulin pump alarmed no delivery several times during prime and bolus. Troubleshooting was attempted but no completed. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer was advised that there might be a reservoir occlusion. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).